Manufacturer narrative:
An investigation is currently underway. No return sample is expected. A follow-up report will be filed upon the completion of the investigation.

Event description:
It was reported to tyco healthcare/kendall on 08/13/2006, that customer had a problem with a dialysis catheter. On 09/18/2006, additional information was received, at which time it was determined to be a MDR reportable event. The customer states the adaptor was broken when the patient arrived for the 2nd dialysis. The device was removed and replaced.